Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported, the field clinical specialist was made aware that approximately 6 days post implantation of a 29mm sapien 3 valve in the native mitral annulus, the patient experienced severe paravalvular leak (pvl). The physician attempted to post dilate the valve, but did not reduce the pvl. It was reported that the physician wired the pvl and deployed two septal occluders which significantly reduced the leak. The patient was reported as recovering. However, the patient kept hemolyzing and the paravalvular leak appeared to be no better when evaluated after the procedure. The patient was brought back and the physician placed another 29 s3 inside of the original 29 s3 from the index procedure. This combined with another septal occluder placed inside the pvl have helped reduce the overall amount of leak. The patient was reported as recovering.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned. An image review unable to be performed as images were not provided. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. It should be noted that in this case the thv was implanted in a native annulus in mitral position. The sapien 3 (s3) with the commander delivery system (ds) was indicated for native aortic valve replacement, surgical bioprosthetic aortic or mitral valve replacement or a native mitral valve with an annuloplasty ring. Deployment of an s3 valve in the native mitral valve is not indicated per the labeling; therefore, the labeling (ifus and ew training manuals) does not instruct the operator how to position the s3 valve in this scenario. The IFU and training manuals for tf (transfemoral) procedure in aortic position were reviewed for relevant guidance for an s3 implant using a commander delivery system. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to be confirmed as relevant imagery/medical report was not provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. In this case, the valve was implanted in the native mitral annulus, which is non-circular in shape (d-shape). Deployment of a circular thv in a non-circular landing zone may not cover the entire annulus circumferentially and may result in gap between the annulus and the valve, leading to pvl. As such, available information suggests procedural factors (off-label operation) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective/preventive action, nor product risk assessment (pra) is required.